Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during use with a 23mm sapien 3 ultra valve via transfemoral approach, the balloon developed a hole in it post-prep to pre-deployment. The system was prepped on the back table with no issues. When the operator when to deploy the valve, no resistance was felt and the plunger on the inflation device advanced. The plunger was retracted, and the syringe filled with blood. The system was removed, and a new system was prepped, the procedure continued without and issues or complications.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. Update to d9. The commander delivery system (ds) was returned for examination. The complaint for balloon leak was confirmed based on the evaluation of the returned complaint device. A visual examination found that the inflation balloon separated from the distal nose tip, no abnormalities were observed on the crimp balloon to the balloon shaft bond and no other abnormalities were observed on the balloon or I/c bond. Functional testing indicated that there was a balloon leak when inflating through the inflation balloon port. 3mensio imagery was provided and showed that there was calcification in the patient's aortic root and tortuosity and calcification were present within the patient's vasculature. A device history record (DHR) review revealed a potential manufacturing nonconformance issue that may have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system, device preparation manual, and procedural training manual. Based on the review, no IFU or training deficiencies were identified. During the manufacturing process, the following visual inspections and tests are performed throughout the process: all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leak was confirmed based on the evaluation of the returned complaint device. As reported, "during use with a 23mm sapien 3 ultra valve via transfemoral approach, the balloon developed a hole in it post-prep to pre-deployment. The system was prepped on the back table with no issues. When the operator went to deploy the valve, no resistance was felt and the plunger on the inflation device advanced. The plunger was retracted, and the syringe filled with blood". Per the fcs, no additional resistance was observed when advancing through the sheath and patient anatomy. Evaluation of the returned complaint device revealed a separation between the inflation balloon and the distal nose tip. During the manufacturing process, balloon catheters are visually inspected and 100% leak tested. Although this device passed inspection and was prepped with no abnormalities, this bond separation seen on the complaint unit indicates that the manufacturing process was potentially done incorrectly. As a result, product risk assessment has been initiated to further investigate and assess the risks associated with the reported issue. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.